Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer had experienced similar alarms before and contacted technical support, which confirmed the issue and decided to replace the pump. The customer was instructed on how to handle the replacement and return the faulty pump. A backup therapy plan using multiple insulin delivery options was also discussed to ensure no interruption in insulin delivery.